Event description:
It was reported that following the implantation of a retroarc retropubic sling the patient experienced moderate inguinal pain ¿during [prolonged] walking.¿ no intervention has been taken and was considered continuing as of (B)(6) 2015. There were no further patient complications reported as a result of this event.